Event description:
It was initially reported that the patient had high impedance (systems diagnostics: output status - limit, impedance - high, dcdc - 7, eri-no) and was referred to a surgeon. Surgery is likely but has not occurred to date. There had been no adverse events reported. Good faith attempts for more information have been unsuccessful to date

Event description:
Additional information was received that indicated that the patient did not have x-rays taken and there was no known manipulation or trauma that cause or contributed to the high impedance.

Event description:
Additional information was received that indicated that the patient had a lead and generator replacement. The high impedance resolved with the new products. The generator and lead were discarded and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.